Event description:
The pump was noted to overdeliver by approximately 50% during routine biomedical engineering test procedures. Biomed has received no reports of any adverse patient events with this pump.